Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during sensor session. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. In addition, sensor noise under an hour prior to the session being manually stopped from the mobile app was found in connection with the reported allegation. No injury or medical intervention was reported.